Event description:
The account alleged the head of the bed is not going up.

Manufacturer narrative:
The technician found the head section will not rise manually or from the right or left side rail switch. The technician replaced the head up coil to repair the bed.